Event description:
It was reported that during a laparoscopic colon resection procedure, a portion of the staple line was incomplete with no staples visible. A leak test was performed and a leak was visible. A the hole in the staple line required the surgeon to over sew the staple line laparoscopically or open the patient and over sew the staple line with an open technique. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.